Event description:
Baxter (B)(4) received a report of an infusor that was leaking before use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photo of the sample for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a leak was confirmed via photographic evaluation. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The device was filled with a 120ml solution of vancomycin and normal saline.